Manufacturer narrative:
Title: recurrent intestinal fistulation after porcine acellular dermal matrix reinforcement in enteric fistula takedown and simultaneous abdominal wall reconstruction r. Kalaiselvan1 · g. L. Carlson1 · s. Hayes1 · n. P. Lees1 · I. D. Anderson1 · d. A. J. Slade1 source: springer-verlag france sas, part of springer nature 2019 published online: 06 december 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study to assess the mechanism for failure of porcine acellular dermal matrix in intestinal and abdominal wall reconstruction for enterocutaneous fistulation, one patient died due to severe intra-abdominal sepsis by which time the porcine acellular dermal matrix had been extruded. The patient death was due to severe intra-abdominal sepsis r/t with significant medical history. The permacol mesh had been extruded prior to patient death and was unrelated. Recurrent intestinal fistulation after porcine acellular dermal matrix reinforcement in enteric fistula takedown and simultaneous abdominal wall reconstruction r. Kalaiselvan1 · g. L. Carlson1 · s. Hayes1 · n. P. Lees1 · I. D. Anderson1 · d. A. J. Slade1 published online: 06 december 2019.